Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 600 mg/dl previously. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer expressed excessive thirst and nausea as symptoms of their high blood glucose. The customer treated the high blood glucose with manual injections. While troubleshooting was done. The customer confirmed that the drive support cap appeared normal and that there was no presence of air bubbles. The customer was unable to perform full troubleshooting because of the button error alarm and unresponsive buttons. The customer did not return the product for analysis. The customer's blood glucose at the time of the call was 175 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.